Manufacturer narrative:
Product event summary: manufacturer¿s analysis found that the external pulse generator (epg) was not turning on; the main printed circuit board (pcb) was corroded. It was also found that the upper and lower case, battery drawer, and battery drawer end cap were broken. The epg was returned to the customer unrepaired, due to the customer not approving the repair quote. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned due to being dropped and sustaining damage, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.